Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported PICC guidewire comes out broken at the end of the insertion process. When finishing the implantation of the PICC line and extracting the sherlock guide it comes out broken and separated in two parts, the broken part is the electrode tip. No other information was provided.